Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic video-assisted thoracoscopic wedge surgery. While firing on the lung the staple did not fire. The surgeon was able to press the green firing button and squeeze the handle. The staple line was incomplete because the handle was able to pull back but staples did not deploy. The case was completed using another device. No patient injury.